Event description:
It was reported that the faceplate for the battery drawer was missing. The biomedical engineer needed to order a replacement battery drawer; therefore, technical support (ts) provided the part number. The engineer will replace the battery drawer. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).